Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alert. The customer's blood glucose level was 190 mg/dl at the time of the incident. The customer reported continued issues of low battery even after battery change. The customer received failed battery and power loss alarm. The product was returned for analysis.